Manufacturer narrative:
A ge service representative performed an on site investigation. The extended fluoro feature was turned off during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system would continue to fluoro after the button was released. No patient injury was reported.